Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Results of investigation: the carefusion failure analysis lab evaluated the suspected component. They installed the suspected component into a known good unit and ran the device through usage and temperature testing but they could not duplicate the reported failure. The component operated properly and within factory specifications.

Event description:
The customer reported that this vela ventilator displayed a "xdcr (transducer) fault" and then went "vent inop (inoperable)". This ventilator was being used on a patient at the time of this event. The customer stated that alternate ventilation was provided via manual hand-bag ventilation and the patient was placed on a known good ventilator. It is unknown at this time whether there was any patient injury or harm associated with this reported issue.